Event description:
I received low beam laser light treatments for trigeminal neuralgia at a clinic called (B)(6). Two fifteen min treatments on face and head for two weeks. I was told this would take time to heal. I did not get any better, but just went from bad to worse. Since receiving these treatments I have been experiencing a lot of tremendous heat waves in my head, they come and go a lot. My trigeminal neuralgia has gotten worse and I have had to increase my medication. They told me this laser was FDA approved, but for what? They use it for so many different disorders there at that clinic and they did not specify. They charged me (B)(6) for these treatments that I received. They said that insurances would not pay for them because they were not coded. I believe that this is being used fraudulently. I would like to know if this laser light can do anything harmful to me. I know that it did not help me and will not help anyone else with trigeminal neuralgia and certainly can not regenerate nerve function, as I have spoken with a well accredited neuro surgeon at (B)(6). He said there has been nothing documented medically of any benefits of this procedure and that it was more likely a medical scam at the expense of people suffering from this debilitating disorder. People with this kind of nerve pain are desperate to put an end to their suffering. Trigeminal neuralgia is also called the suicide disease. I'm sorry to say that there are a lot of people aware of this and for that reason may try to take advantage of them financially. I would appreciate any feedback you can offer me on this matter. Thank you for your time. Dates of use: (B)(6) 2011. Reason for use: classic type I trigeminal neuralgia.